Manufacturer narrative:
Evaluation summary: product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A customer reported an intraocular lens (iol) was exchanged due to patient's inability to adapt to lens. The patient had consistent complaints of blur, rings, and was unhappy with outcome. Additional information was requested.